Manufacturer narrative:
Technical support instructed the account to inspect the head down and CPR valves. Repairs have not been completed.

Event description:
The account's maintenance stated that the bed has no head up function. He has changed the head up valve and tried the head up in calibration but the issue remains.